Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l69144, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had her pump and catheter replaced. The catheter was replaced due to the length of time that it had been implanted. It was felt that there may have been some issue with the catheter unknown to the physician. The pump was delivering compounded baclofen and dilaudid. For subsequent events see manufacturer¿s report # 3004209178-2014-00711.